Manufacturer narrative:
Results, conclusion: death. (B)(4).

Event description:
During index procedure the patient had one endeavor rx drug-eluting stent successfully deployed at distal rca. Approximately 9 months post index procedure underwent revascularization using an endeavor rx drug-eluting stent. Patient expired approximately 51 months post index procedure, cause of death is unknown.